Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2010. According to the complainant, the patient experienced pain in her pelvic region, erosion of the mesh sling and a reoccurrence of the stress urinary incontinence (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.